Event description:
It was reported to boston scientific corporation that a uromax dilation balloon was used during a transurethral lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilation balloon was inserted via the guide wire in order to insert a ureteroscope. The site of dilatation was near the lower ureter, and it was dilated to a pressure between 10 atmosphere to 15 atmosphere. When the physician was able to confirm under fluoroscopic guidance that the balloon was inflated, they proceeded with the insertion of the ureteroscope. At that time, the ureter was found to be torn and the contrast medium was also observed to have leaked through the tear in the ureter. The physician then stopped the procedure, removed the dilation balloon with no resistance noted and deployed a ureteral stent. The patient has been monitored post procedure. The patient condition at the conclusion of the monitoring was reported to be stable.